Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/02/2014 with the following findings: unable to duplicate reported issue. There was no evidence of a ¿no cartridge detected alarm¿ recorded in the black box. During investigation there were no ¿no cartridge detected alarms¿ duplicated. Performed rewind, load, and prime with no alarms. Force sensor calibration reading was out of specification, high. Opened pump and inspected force sensor circuits. No internal defects found.